Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged headaches; seeing black particles in device even after replacing filter; particles in tubing/chamber. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on may 12 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged headaches; seeing black particles in device even after replacing filter; particles in tubing/chamber. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service centre. The device was evaluated. There was mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 0 error found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation and unit is scrapped. Component code, evaluation method code, evaluation results code and conclusion code grid have been updated.